Manufacturer narrative:
A review of the manufacturing history confirms no conformances were identified. The device has not been returned for evaluation. The surgeon commented that there was no failure of the device. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the mets total femur replacement implant (k121055).

Manufacturer narrative:
The device was not returned and there was no indication as to why an infection occurred. The patient underwent successful revision to a total femur. The surgery was required due to a patient infection. The revision surgery was completed with no reported complications. This complaint is being closed, and is being tracked and trended

Event description:
It was reported by the surgeon that the patient underwent a total femur replacement procedure on (B)(6) 2008 and subsequently was revised on (B)(6) 2014 due to an infection.(B)(4).

Event description:
It was reported by the surgeon that the patient underwent a total femur replacement procedure on (B)(6) 2008 and subsequently was revised on (B)(6) 2014 due to an infection.